Event description:
During a regular follow-up on (B)(6) 2013, oversensing in both channels was reported within recorded episodes of the associated ICD. Patient activity at the time of noise sensing episode is unknown. No reproducibility test was performed during the follow-up. Lead measurements were normal.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.